Event description:
The sales rep, reported on behalf of the customer that there were problems placing the k-wire for the lag screw in a gamma3 nail. The sales rep reported that he spoke to the operating assistant who explained that once the nail was in place, they tried to introduce the k-wire, but saw that it had deflected and sat too proximal in the nail hole. The sales rep reported that reported that they never drill the lateral cortex. The sales rep reported that the customer tried several times with the same result, using new k-wires and eventually opening a new gamma3 set. With the new set the operation was quickly completed without further complications. The sales rep reported that he and the customer conducted a visual inspection of the set and found no irregularities with any of the instruments. The sales rep reported that they set up a gamma nail and conducted the pre-operation checks, again finding no irregularities with hole placements and the position of the k-wire in the holes. The sales rep reported that he has asked to be present for the next case with this set to break down the steps and understand where the problem occurs.

Manufacturer narrative:
Evaluation summary: review of the DHR and inspection records revealed no discrepancies. Mechanical properties of the material are within specified tolerances. Thus, we exclude deviations in material and manufacturing. The received lag screw step drill was incomplete as the stopper unit of the device was not returned. Technical investigation of the device returned: the device shows intense traces of frequent use. Appearance of damage at the primary (front) cutting edges suggests that the device had been in significant contact to a hard (metal) object during drilling. Due to the appearance of damage it cannot be excluded, that the drill had contact to the guide wire resp. To the nail during drilling. The primary (front) cutting edges show material displacement in both ccw direction (indicates operating the device in cw direction) and cw direction (indicates operating the device in ccw direction which is considered non-intended use). The primary (front) cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. In addition, circumferential grooves, material abrasion, signs of fretting corrosion at the inside of the primary (front) cutting edges and the beaded rim at the transition to the bore indicate hard contact with a k-wire during drilling. Reasons for metal contact during drilling are various. Evaluation of any damage characteristics indicates, that the event is related to intra-operative damage of the step drill - caused by contact with a hard object (e.g. Guide wire, nail, deflected k-wire). The primary (front) cutting edges of the returned drill are in very bad condition, they are significantly damaged / worn. The drill is not sharp any more, proper function (cutting performance) of the step drill is no longer given. It cannot be excluded that the drill returned had been damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. Evaluation revealed evidence, that the root cause of the damage found is not linked to a deficiency of the device but is rather related to improper handling by the user. Root cause evaluation of the reported event, as neither medical records nor x-rays were available for evaluation and only the lag screw step drill was returned for examination, root cause evaluation is based on the information given in combination with the damage found on the device received. However, reasons for problems placing the k-wire for the lag screw / deflection of the k-wire could have been: no pre-drilling was performed (use of drill with centre tip) ¿ which is supported by the statement in the event description: ¿¿the operating assistant reported that they never drill the lateral cortex.¿, placing the k-wire without using the k-wire sleeve ¿ according to the event description ¿the operating assistant explained that once the nail was in place, they tried to introduce the k-wire, but saw that it had deflected and sat too proximal in the nail hole.¿, placing the k-wire without removing the guide wire ¿ appearance of damage at the primary (front) cutting edges at the very tip of the lag screw step drill corresponds to this scenario. According to the event description after the procedure the sales rep and the customer ¿conducted a visual inspection of the set and found no irregularities with any of the instruments¿they set up a gamma nail and conducted the pre-operation checks, again finding no irregularities with hole placements and the position of the k-wire in the holes.¿ based on the above, in particular the statement ¿¿the operating assistant reported that they never drill the lateral cortex.¿, and on the damage found at the device returned, the root cause of the reported event is not linked to a deficiency of the instrument returned, but is rather related to a sub-optimal intra-operative procedure. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The sales rep, reported on behalf of the customer that there were problems placing the k-wire for the lag screw in a gamma3 nail. The sales rep reported that he spoke to the operating assistant who explained that once the nail was in place, they tried to introduce the k-wire, but saw that it had deflected and sat too proximal in the nail hole. The sales rep reported that reported that they never drill the lateral cortex. The sales rep reported that the customer tried several times with the same result, using new k-wires and eventually opening a new gamma3 set. With the new set the operation was quickly completed without further complications. The sales rep reported that he and the customer conducted a visual inspection of the set and found no irregularities with any of the instruments. The sales rep reported that they set up a gamma nail and conducted the pre-operation checks, again finding no irregularities with hole placements and the position of the k-wire in the holes. The sales rep reported that he has asked to be present for the next case with this set to break down the steps and understand where the problem occurs.